Event description:
It was reported that ¿the handpiece gets hot.¿ there was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. No known impact or consequence to patient . Overheating of device or device component. (B)(4). Product evaluation: service and repair found that the pre-repair temperature test results after running the device for 1 minute are: front, 107f, and rear, 121f. The ambient room temperature was 77f. The motor was found to be worn, the collet is corroded internally, and one o-ring is cut. The motor, collet and o-ring have been replaced. The device has been repaired and successfully tested to specifications. Method: test for high temperature conditions. (B)(4).